Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain pelvic area') in an adult female patient who had essure (batch no. A66878 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included anemia, uterine fibroid, ovarian cyst, left lower quadrant pain, varicose veins pelvic, bloating, follicular cyst of ovary, luteal cyst of ovary, dermoid cyst of ovary, pelvic congestion syndrome and hypermenorrhea. Concomitant products included alprazolam (xanax), cefotaxime sodium (omnicef), doxycycline, estradiol (climara), fluoxetine hydrochloride (prozac) since (B)(6) 2017, iron since (B)(6) 2017, metronidazole (flagyl) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety\mental anguish"), depression ("depression/psych injury") and panic attack ("panic attacks"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), blood loss anaemia ("anemia") and post procedural complication ("post removal complications"). The patient was treated with surgery (total abdominal hysterectomy, left salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, migraine, headache, anxiety, depression, panic attack, abdominal pain, blood loss anaemia and post procedural complication outcome was unknown and the uterine haemorrhage had resolved. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, panic attack, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test done: she did not an undergo an essure confirmation test. Per pif, essure insertion date: (B)(6) 2007, (B)(6) 2013, (B)(6) 2012, (B)(6) 2007 5 number of coils on left and right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, dysmenorrhea,vaginal bleeding, migraine, headaches, anxiety. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain pelvic area') in an adult female patient who had essure (batch no. A66878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included anemia, uterine fibroid, ovarian cyst, left lower quadrant pain, varicose veins pelvic, bloating, follicular cyst of ovary, luteal cyst of ovary, dermoid cyst of ovary, pelvic congestion syndrome and hypermenorrhea. Concomitant products included alprazolam (xanax), cefotaxime sodium (omnicef), doxycycline, estradiol (climara), fluoxetine hydrochloride (prozac) since (B)(6) 2017, iron since (B)(6) 2017, metronidazole (flagyl) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety\mental anguish"), depression ("depression/psych injury") and panic attack ("panic attacks"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), blood loss anaemia ("anemia") and post procedural complication ("post removal complications"). The patient was treated with surgery (total abdominal hysterectomy, left salpingooophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, migraine, headache, anxiety, depression, panic attack, abdominal pain, blood loss anaemia and post procedural complication outcome was unknown and the uterine haemorrhage had resolved. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, panic attack, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test done: she did not an undergo an essure confirmation test. Per pif, essure insertion date: (B)(6) 2007,(B)(6) 2013, (B)(6) 2012, (B)(6) 2007. 5 number of coils on left and right . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, dysmenorrhea,vaginal bleeding, migraine, headaches, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporters information were added. Lot no. Were added.rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from (B)(6) 2011. Concurrent conditions included anemia, uterine fibroid, ovarian cyst, left lower quadrant pain, varicose veins pelvic, bloating, follicular cyst of ovary, luteal cyst of ovary, dermoid cyst of ovary, pelvic congestion syndrome and hypermenorrhea. Concomitant products included alprazolam (xanax), cefotaxime sodium (omnicef), doxycycline, estradiol (climara), fluoxetine hydrochloride (prozac) since (B)(6) 2017, iron since (B)(6) 2017, metronidazole (flagyl) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety\mental anguish"), depression ("depression/psych injury") and panic attack ("panic attacks"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), blood loss anaemia ("anemia") and post procedural complication ("post removal complications"). The patient was treated with surgery (total abdominal hysterectomy, left salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, anxiety, depression, panic attack, abdominal pain, blood loss anaemia and post procedural complication outcome was unknown and the uterine haemorrhage had resolved. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, panic attack, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test done: she did not an undergo an essure confirmation test. Per pif, essure insertion date: (B)(6) 2007, (B)(6) 2013, (B)(6) 2012, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, dysmenorrhea,vaginal bleeding, migraine, headaches, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfu 5,6,7 processed together.plaintiff information form received. Essure start date added. Events ¿blood loss anemia, abdominal pain and post procedural complication¿ were added. Previously reported event" uterine bleeding " was updated to non-serious on 9-jan-2020: plaintiff information form received. Essure start date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain pelvic area') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included anemia, uterine fibroid, ovarian cyst, left lower quadrant pain, varicosity, bloating, follicular cyst of ovary, luteal cyst of ovary, dermoid cyst of ovary, pelvic congestion syndrome and hypermenorrhea. Concomitant products included alprazolam (xanax), cefotaxime sodium (omnicef), doxycycline, estradiol (climara), fluoxetine hydrochloride (prozac) since (B)(6) 2017, iron since (B)(6) 2017, metronidazole (flagyl) and oxycodone hydrochloride; paracetamol (percocet). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety\mental anguish"), depression ("depression") and panic attack ("panic attacks"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy, left salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, anxiety, depression and panic attack outcome was unknown and the uterine haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, panic attack, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test done: she did not an undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, dysmenorrhea,vaginal bleeding, migraine, headaches, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received: reporters were added. Patient's demographic was added. New events-vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, migraines, headaches, anxiety, depression, panic attacks, abnormal uterine bleeding, device monitoring procedure not performed were added. Outcomes were added. One event outcome of pelvic pain was updated from unknown to recovering\resolving. Historical & concomitant drugs were added. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.